Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is moving to in center hemodialysis (hd) as pd is no longer effective and the patient is suffering from fluid overload. Customer support contacted the clinic and spoke with a pdrn who confirmed treatments were not pulling any fluid from the patient. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient was hospitalized due to peritoneal membrane failure, dyspnea and was diagnosed with fluid overload on (B)(6) /2025. The patient was admitted and received a tunneled hemodialysis (hd) catheter (not a fresenius product) for the permanent transition to hd for rrt. The patient underwent approximately five hemodialysis treatments while hospitalized, and his dyspnea and fluid overload subsided. The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025, and he was discharged on (B)(6) /2025 to an outpatient hd clinic. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported patient¿s peritoneum was no longer viable for pd dialysis to be effective. The patient continues to undergo hd on an outpatient basis without any known issues and has recovered from the serious adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of fluid overload, characterized by dyspnea, and peritoneal membrane failure, which warranted hospitalization and the permanent transition to hd therapy. Per the pdrn, the serious adverse events were the result of the patient¿s peritoneal membrane failure. Data suggests that chronic exposure of the peritoneum to contemporary pd fluids provokes activation of various inflammatory, fibrogenic and angiogenic cytokines, interplay of which leads to progressive peritoneal membrane failure. Per the pdrn¿s email response, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is moving to in center hemodialysis (hd) as pd is no longer effective and the patient is suffering from fluid overload. Customer support contacted the clinic and spoke with a pdrn who confirmed treatments were not pulling any fluid from the patient. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient was hospitalized due to peritoneal membrane failure, dyspnea and was diagnosed with fluid overload on (B)(6) 2025. The patient was admitted and received a tunneled hemodialysis (hd) catheter (not a fresenius product) for the permanent transition to hd for rrt. The patient underwent approximately five hemodialysis treatments while hospitalized, and his dyspnea and fluid overload subsided. The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025, and he was discharged on (B)(6) 2025 to an outpatient hd clinic. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported patient¿s peritoneum was no longer viable for pd dialysis to be effective. The patient continues to undergo hd on an outpatient basis without any known issues and has recovered from the serious adverse events.